Manufacturer narrative:
After decontamination, a visual inspection was performed and burn marks were noted. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
During follow-up, the patient showed signs and symptoms of an infection. The device was explanted and the patient was in stable condition.